Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she received an error alarm on the insulin pump and that the blood glucose went up to 405 mg/dl. The customer received a new insulin pump and was assisted in programming the settings based on the settings of the old insulin pump. The customer was advised that the check settings alarm would always occur after exiting training mode.